Event description:
It was reported the physician had requested for the pt to turn the scs system off to determine efficacy. When the pt attempted to turn the system on, it was unresponsive. A replacement charger would not locate the ipg. The pt reported he had not charged the ipg while it was turned off. Follow up identified the pt was scheduled for an appointment with the physician regarding the issues.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.